Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm (cartridge alarm 19) during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.